Manufacturer narrative:
This emdr report was created due to product and registration changed. This is a complete supplemental report associated with 1218950-2021-10082.

Event description:
The customer reported there was a discrepancy between trace carried out with philips monitoring 12-lead ECG and the electrocardiograph.the device was reported to be in use on a patient, but no adverse event to patient or user was reported.